Event description:
It was reported that a shaft break occurred. The opticross imaging catheter kinked and broke while it was being inserted into the sheath. The procedure was completed with another of the same device. No patient complications were reported.